Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the controller board was dark with no lights. A field service engineer replaced the drawer controller board to resolve and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 1 one or more boards on the back of the half-height cubie drawers (5.1 or 5.2) went out and failed. The failed board caused the entire machine to shut down. However, there were no delays or adverse events or injuries reported based on this event.